Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to an atrial-driven event. Anti-tachycardia pacing (atp) and electric shocks were delivered and therapy was exhausted. No additional adverse patient effects were reported. At this time, this device system remains in service.